Event description:
It was reported that the shaft broke off during the procedure. No patient injuries were reported. No backup was available and no delay was reported.

Manufacturer narrative:
One 72203704 healicoil regenesorb 4.75mm suture anchor with 2 ub-bl cobraid bl sutures returned. There were limited clinical details provided. It was reported as a "revision" procedure. The entire device was returned. The sutures were in place attached to the device. The anchor was attached to distal end. It has torque fractures in three locations. The anchor has met with excess force. There is bio matter attached to the anchor and distal sutures. This product contains an anchor that is technique driven. There are specific limitations with open architecture product. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. No further information was available. No root cause is associated with the manufacture of this device. Foreign zipcode (B)(4).

Event description:
It was reported that the anchor was faulty. According to product evaluation fractures were found in three locations. No further information is available.